Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one extension sets with one-link needle-free lv connector leaked. During an infusion with an unspecified medication, the set appeared to look as if it was cut/sliced on the tubing portion where the clamp would be. Blood was noted to be running from the catheter portion connected to the patient. Pressure was applied to the IV site to stop the flow of blood. The set was replaced. The event occurred during a diaper change with a 23 day old infant. It was further reported, the patient was kicking at the time of the event. Total blood loss was less than 5ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.